Event description:
The patient is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the patient received a durom us acetabular component 54/48 n on the right side on (B)(6) 2008 and underwent revision surgery on (B)(6) 2012 due to pain and an alval lesion.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).